Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the insulation is pulling apart on green and blue holster cables. The sales rep. Stated that the insulation is separating on cable near lemo connectors. The problem was noticed prior to procedure and a second holster was used to complete case. No patient consequence reported.